Event description:
It was reported in 2008 that a pt had implant of a bifurcated device and a proximal cuff in 2006. At conclusion of procedure, a slight blush was detected in the distal limb of the bifurcated stent graft. The physician decided to leave it for monitoring, with the assumption that it would thrombose. During a follow up visit, the distal type I endoleak persisted. On approx two weeks prior to original date, the pt was brought in to treat the endoleak with a limb extension. The pt is doing well.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. Related to operation context.